Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by a field clinical specialist, a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra valve in aortic position. During the procedure, an undeployed stent was placed in the lca as a precaution against coronary occlusion during the deployment of the 23mm s3u. The valve was successfully deployed without coronary occlusion, but during the removal of the stent, it sheared off the balloon and remained in the left main. Attempts were made to snare the stent, and while it was pulled out of the left main, it remained in the left coronary sinus behind the deployed s3u. Multiple unsuccessful attempts were made to retrieve the stent, which remained stuck between the 23mm s3u and the aortic wall, appearing immobile. A 4.0 x 12mm stent was then placed in the left main, and the patient was sent to the recovery room. As per follow-up with the fcs, there was no patient injury. The exact root cause for the event is unknown but could likely be that the coronary stent seemed to have slipped off its delivery mechanism while the physician was pulling it out through our deployed valve to remove it.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: device code, type of investigation, investigation findings, investigation conclusions and h11 has been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned to edwards lifesciences for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for interventional device interacts with coronary stent was unable to be confirmed due to unavailability of medical records and imagery. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of the IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, "a patient underwent a transfemoral tavr procedure with a 23mm sapien 3 ultra valve in aortic position. During the procedure, an undeployed stent was placed in the lca as a precaution against coronary occlusion during the deployment of the 23mm s3u. The valve was successfully deployed without coronary occlusion, but during the removal of the stent, it sheared off the balloon and remained in the left main. Attempts were made to snare the stent, and while it was pulled out of the left main, it remained in the left coronary sinus behind the deployed s3u. Multiple unsuccessful attempts were made to retrieve the stent, which remained stuck between the 23mm s3u and the aortic wall, appearing immobile." In this case, the coronary stent was unable to be retrieved as planned after implantation of the sapien 3 ultra thv due to the coronary stent slipping from its delivery system (non-ew device), leading the coronary stent to remain between the sapien 3 ultra thv and native aortic annulus. As such, available information suggests that it was likely related to procedural factors. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.